Manufacturer narrative:
H6: investigation summary: two photos and one sample were received by our quality team for evaluation. From the photos, the adapter was observed to be cracked and the catheter was observed to be bent. On the returned sample, there was a crack observed on the adaptor. The sample was subjected to the catheter water leakage test. The returned sample failed the catheter water leakage test, confirming the customer experience. A device history record could not be evaluated as the lot number is unknown. The manufacturing process was reviewed. The crack on the adaptor might have occurred during the tipper pick and place and might have been caused by the gripper being too tight during the pick-up of the part from the pallet. The current controls in place for this is an hourly visual inspection for damaged components and there is a water leakage test performed during out-going inspection. As the samples were returned in open packaging, the team is unable to determine the root cause. This non-conformance could also be caused during product manipulation.

Event description:
It was reported that bd angiocath plus¿ i.v. Catheter 24ga x 0.75in was cracked. The following information was provided by the initial reporter: "the customer reported about leakage of drug from the catheter junction. No information on the drug was provided in the initial report. 20201006jun ikeda: leaked medication is maintenance liquid."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that bd angiocath plus¿ i.v. Catheter 24ga x 0.75in was cracked. The following information was provided by the initial reporter: "the customer reported about leakage of drug from the catheter junction. No information on the drug was provided in the initial report. 20201006jun (B)(6) leaked medication is maintenance liquid."